Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that the pt was unable to adjust stimulation one day post surgery. It was speculated that it may have been due to pocket swelling. Further info received noted that the pt had surgery on (B)(6) 2011 to correct the problem. Details of the surgery were not noted. The pt had the device reprogrammed and received a new pt programmer and was no longer having issues. Add'l info from the pt's physician was requested.